Event description:
Patient reports having three leaking cartridges. Two cartridges started leaking immediately and the third leaked while patient was sleeping resulting in blood glucose of 300 mg/dl. The patient's blood glucose was treated with no adverse effect. Patient's blood glucose level of 300 mg/dl does not meet animas criteria of an adverse event. This report is being made based on the alleged cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.